Manufacturer narrative:
E1: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient does not have sufficient subcutaneous tissue where set was inserted resulting in bent cannula event on (B)(6) 2026. This led to high blood glucose level for which the patient was hospitalized for less than a day and managed with insulin pen.